Event description:
It was reported that the tourniquet pump was intermittently powering up and then powering off during the last five minutes of the procedure. Tourniquet pressure was maintained and the procedure was completed successfully with the same pump. There were no reports of any delay or adverse consequences.

Manufacturer narrative:
The pump has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.